Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days of receipt.

Event description:
In 2000, a guident ancure endograft device was used to repair an infrarenal aortic aneurysm. In 2004, an abdominal aortogram revealed that the pt had a type I proximal endoleak and a possible type I distal endoleak. The next month, the physician attempted to repair both endoleaks by implanting a gore excluder aaa aortic extender endoprosthesis, two gore excluder aaa contralateral leg endoprostheses and a palmaz balloon expandable stent. An intraoperative angiogram revealed that the endoleaks persisted, but were less pronounced. Four months later, a second abdominal aortogram revealed that the endoleaks had not resolved. One month later, the physician removed all endovascular devices from the pt and surgically repaired the aneurysm. The pt is a male. There is no info as to the pt's current condition.